Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received replace battery. The customer¿s blood glucose level was 88 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer stated the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will not be returned for analysis.